Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The report suggests that a leak was identified near the pumping segment during a parenteral nutrition infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The reported issue that a leak was identified near the pumping segment was confirmed. A visual inspection of the returned set showed a vertical crack was identified running along the length of the front of the accuslide component. The sample was subjected to functional testing; fluid was observed to be leaking from the crack to the accuslide component. Pressure testing confirmed the customer's experience as leakage was noted from the crack. The root cause could not be confirmed.